Event description:
It was reported that the balloon had a pinhole. A 14-2/5.8/120 xxl vascular balloon was selected for a procedure to treat an occlusion. During the procedure, the device was inserted and as the balloon was inflated, it did not hold the pressure. The device was removed, and it was observed that the balloon had a pinhole that leaked. The procedure was completed using another xxl vascular balloon. There were no patient complications as a result of this event.